Event description:
Pt admitted for t&a. During procedure, there was a flash fire in the pt's oropharynx. It was extinguished by doctor using water which was in the sterile field. It occurred during the use of the bovie cautery pencil and administration of o2 per et tube. Pre-procedure, the bovie cautery pencil used during the case was insulated with a red rubber tubing except for the very tip - 10 fr rubber catheter.